Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient knew the implant had been turning off because he could not feel the stimulation sensation. It was also clarified that the CT scan was inconclusive because the shading was suboptimal secondary to an artifact. Despite this, no intracranial abnormality was seen. The patient had known medication compliance issues, poor safety judgment, and gait issues as he did not do his exercising.

Event description:
Follow up from the health care provider reported the cause of the event was unknown. CT scan was done and noted as "sub-optimal, secondary artifact, no intracranial abnormality." The patient had been reprogrammed multiple times. Patient had a one week stay in rehabilitation hospital. Hcp was aware of the patient's device being off one time and it was noted the hcp was unsure if "the patient did it." The patient was known for mediocre compliance and was noted as using poor judgment.

Event description:
It was reported that a patient's device had been turned off three times in the last six months. The locations where this happened varied (in the patient's home, backyard, and a shopping center). It was further reported that during these events the patient did not check if the programmer was indicating the device was off or on because before he realized what was happening, he was "on the floor" and could not get up. It was reported that the patient "knew it was turning off" but didn't know why it was turning off. The first event happened six months ago, the second event happened three months ago, and the third event happened two weeks ago. It was noted that when the patient synced his device and programmer, the 9 volt light turned on. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v590200, implanted: (B)(6) 2010, product type lead. (B)(4).